Event description:
According to the complainant, during the procedure, it was observed a large biliary stone broke during extraction. The physician successfully removed the broken extractor balloon. The procedure was completed with another device. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."

Manufacturer narrative:
A visual examination of the returned device revealed both proximal and distal bonds were found to be continuous and intact. No defects were noted with the catheter shaft. The balloon was noted to be ruptured/separated at the distal bond. The customer's complaint is confirmed. The cause is undetermined, however, it is likely attributable to procedural use (i.e. Operational context). A review of the device history record for the pertinent lot was performed; no anomalies were noted.